Manufacturer narrative:
Device analysis report is attached. This report is submitted on april 15, 2024.

Event description:
Per the clinic, the patient experienced poor performance with the device. Subsequently, the device was explanted on (B)(6) 2024 and the patient was hospitalized overnight on (B)(6) 2024.

Manufacturer narrative:
This report is submitted on march 13, 2024.